Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient was having trouble with their pump on the day of the report. The patient's medication dose was every 6 hours instead of 3 hours. The patient mentioned theyneeded to add medication to their device. No further complications were reported/anticipated.